Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she got a calibrating sensor alert and a change sensor alert. Customer stated that it has only been 4 days and he has already removed the sensor. Customer's blood glucose was 354 mg/dl at the time of the incident. Customer also reported a blood glucose level of 454 mg/dl. Customer was sitting down at the time of the alert. Customer stated that the alert occurred after a 2nd consecutive calibration error. Customer was advised to remove and change the sensor. Customer was unable to troubleshoot for the calibration error due to removing the sensor. Customer mentioned that the sensor had dried blood on it, but the site does not show signs of infection. Customer stated that the site is not actively bleeding at the time of the call and she may be on medication that might cause bleeding. Customer was advised to change the infusion set and monitor the issue.